Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the mx800 monitor went out during the night and patient data was lost. The alarm did not trigger. No adverse event or patient harm was reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.